Event description:
Boston scientific received information that during this normal device replacement procedure, the left ventricular (lv) lead was connected to the cardiac resynchronization therapy defibrillator (crt-d), all measurements were normal and connections were intact, however the physician was unable to view the lead's terminal pin through the end of the device header. The physician then removed the lead from the header, applied mineral oil and reinserted the lead back into the header and was able to view the terminal pin at the end of the header. No adverse patient effects were reported.

Manufacturer narrative:
All products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.